Event description:
It was reported that the customer had normal blood glucose levels of 109 mg/dl. The customer reported feeling pain during the insertion of the sensor and continues to feel tenderness around the area of the insertion site for the sensor of the insulin pump. The customer also reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer was advised that sensor glucose levels and blood glucose levels rarely match due to how glucose travels in the body. Troubleshooting was done. The customer realized that the sensors used were already expired. The customer was advised to use sensor that was not expired. No add'l info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.